Event description:
It was reported that during a molar impaction procedure at the user facility the core impaction drill was overheating. The procedure was completed successfully with no delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that during a molar impaction procedure at the user facility the core impaction drill was overheating. The procedure was completed successfully with no delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The technician was unable to confirm the reported event of heating up. Upon disassembly for visual inspection the technician noted that the motor and sockets were corroded.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.